Event description:
It was reported that the device would not operate on ac source. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and determined the root cause of malfunction to be failure of the power module. A blown fuse was observed from the power supply module.